Event description:
It was reported that the patient was not cooling. The patient temperature is 39 °c with a target temperature of 33 °c, water temperature is 33 °c set to manual mode.

Event description:
It was reported that the patient was not cooling. The patient temperature is 39 °c with a target temperature of 33 °c, water temperature is 33 °c set to manual mode.

Manufacturer narrative:
The customer was instructed to locate the temperature probe, plug the probe in and provided instructions to change the settings to max mode, which resolved the issue.